Event description:
In 2008, this pt was implanted with a gore tag thoracic endoprosthesis. On an unk date, a reintervention occurred whereby a second gore tag thoracic endoprosthesis was implanted. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.